Event description:
Information received indicates that a mosaic aortic valve was abandoned at implant due to severe insufficiency and central regurgitation. There was no reported complication to the patient.

Manufacturer narrative:
H3 analysis: testing on the returned device shows the leaflets open and close fully with no evidence of gap or leakage. Hydrodynamic data shows that the results for this valve fall within the clinical control group ranges for regurgitation values for the same model and size valve, but with higher gradients. Small tears are observed in the left cusp and in the tops of two commissures; however, this is not significant as related to the event. Conclusion: our analysis was unable to duplicate the reported event; we are unable to determine the exact cause. There was no report of patient complication.